Event description:
It was reported that the patient had significant hemolysis with elevation of pfh and lactate dehydrogenase (ldh). Due to the elevated hemolysis markers the decision was made to turn the right ventricular assist device (rvad) off. The patient was reported to be doing well on the left ventricular assist device (lvad) alone..

Manufacturer narrative:
(B)(4) was not returned for evaluation. The controller (B)(4) was returned. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. The controller passed visual inspection and functional testing. Log file analysis revealed power consumption outside of normal operation. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Devices remain implanted.